Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The event of capsular contracture baker grade unknown is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Reason for reoperation is capsular contracture baker grade unknown. This is a known potential adverse event addressed in the product labeling. This report is submitted beyond 30-calendar days from allergan¿s receipt due to the exemption transition period.

Event description:
Patient reported a left side capsular contracture baker grade unknown. Device remains implanted.